Manufacturer narrative:
(B)(4). Other: at this time, carefusion has not received the device for evaluation. The customer determined that the transducer fault alarm was caused by the exhaled flow transducer, which affects monitored values only so it would be unlikely to cause harm or injury on a patient if the malfunction were to reoccur. The customer reported that during this incident, there was a high rate on the patient, so this is understood as extra or stacking breaths being delivered to the patient, which is a reportable event. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that the vela ventilator alarmed "transducer fault", "circuit disconnect", and "flow sensor disconnect". The customer reported that there was a high rate and no exhaled tidal volume (vte) reading as well. The customer stated that the device was running on a patient at the time so alternate ventilation was provided with no patient harm or injury. The customer reported troubleshooting the ventilator and discovered it was the exhaled flow transducer that was failing.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer.